Event description:
On 5/24/94, a 36-yr-old male pt had a dual cath peel away catheter placed in rptr's radiology special procedures dept. On 5/25/94 one port of the double lumen PICC line broke near the attachment of the hub to the catheter. On 5/25, the pt had another co's product placed in the radiology specials procedures dept.